Event description:
The customer reported that the flex deflectable videoscope exhibited fine lines (image noise) in the image during facility service/maintenance (not in a clinical setting). There was no patient involvement, and no harm was reported as a result of the event. During evaluation of the returned device, olympus found the issue to be the result of a damaged electrical component and the component was replaced.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the cause of the reported fine lines/image noise was found to be due to a damaged charged-coupled device unit (ccd unit). A definitive root cause of the damaged ccd unit could not be determined; however, the issue was likely the result of component failure due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.